Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: breast aug. Cathplace: unk. Broken catheter. Catheter left inpatient. No adverse event reported.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional info pertinent to this event becomes available, I-flow will submit a f/u report.